Manufacturer narrative:
The service rep found battery dead and charger not charging. Replaced battery and charger pcb. Unit returned to service.

Event description:
The customer reported the 9600+ system would not boot up. No patient injury.